Event description:
Approximately one year postoperatively, the pt suddenly became short of breath, was hospitalized, and was found to have pulmonary edema. An echocardiogram revealed aortic insufficiency near the non-coronary cusp of the valve. The valve was explanted and during the procedure, one cusp was observed to be torn off the stent. There was no evidence of endocarditis.